Manufacturer narrative:
Per the pump user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels; bg values were not provided. Customer's parent found that the cause of low bg was due to the customer using the incorrect basal rate profile. Customer's parent deleted the incorrect profile and customer began to use the correct basal rate profile to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.